Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: estimated date. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2014, a 3.0x38mm xience xpedition stent was implanted in the mid left anterior descending coronary artery, 100% stenosed lesion. In (B)(6) of 2018, the patient had been hospitalized for dyspnea. As treatment, another stent was implanted and additional medical treatment was provided. Reportedly, this event is likely related to the 3.0x38mm xience xpedition, mid lad stent. No additional information was provided regarding this issue.